Manufacturer narrative:
Sps medical investigation has determined that the puncture/pin holes present in the sample filters provided were not caused in the manufacturing process, as the sample retains on file have no evidence of damage. Additionally, a full review of the manufacturing equipment and tooling used during the time of manufacturing, shows no signs of damaged or wear that would cause the consistent pin/puncture hole pattern present in the sample filters returned by our customer. Additionally, filters of identified lot numbers were sent to the material supplier for evaluation, and confirmation from their testing laboratory determined that the pin/punctures holes in the us751 filter paper was not caused within the conversion phase or at the facility. Sps medical mentioned that the pin/puncture holes present in the us751 filters are consistent with a sharp/pointed reusable surgical device being placed on the filters, possibly during the preparation of surgical instrument containers being packaged and prepared for sterilization. Sterilization filters used in sterilization container systems should be inspected for damage, pin/puncture holes prior to placing them within the perforated/vented retention plate, prior to sterilization. There is no documented patient injury or illness as a result of this product issue. Only that patient surgery was delayed. This complaint will be maintained and monitored within sps medical complaint system. Reference attached evaluation letter from sps medical

Event description:
Pin hole in us 751 filter paper was noticed after the instruments presented to the sterile field. Patient surgery delayed as a result.